Manufacturer narrative:
The rbt device was returned for analysis. Analysis found the joints failed, the actuator was damaged/malfunctioned, the key sensor needle was damaged, the piston was faulty, there was joint backlash and excessive external force had been applied. The rbt device was not going to be repaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rbt device was returned for analysis. It was found that there was a curved pin and the actuator was damaged. It was confirmed that the rbt device was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a manufacturer representative replaced the rbt device. One of the actuators were broken. The system was then ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that use of the rbt device was aborted. The case was completed by free hand. The patient was anesthetized when the issues with the rbt device occurred. No troubleshooting was done at the time of the issue.

Manufacturer narrative:
Concomitant medical. Product: other relevant device(s) are: product ID: a sm0113-03, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the rbt device was sent to a trajectory and the following error message was displayed: "l4 left accuracy validation failed. Resend the robot." The surgeon noticed that the rbt device had noticeable rotation and movement. Prior to the procedure, the rbt device passed a three point accuracy test and was able to be sent to the l3 trajectory without an issue. The surgeon decided to abort the case. After the procedure the representative was able to manually move and rotate the rbt device with little force. There was no patient harm and the procedure was not delayed more than an hour.